Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was undamaged and able to fit. The battery cap contacts measured within specifications. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged no power complaint was unable to be adequately investigated due to the blank display caused by moisture ingress. The pump cover was removed to find further moisture corrosion on the display circuit, continuous glucose monitoring module, and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.